Manufacturer narrative:
Device passed displacement test. However, pump error 63 during the self test and audio test failed when adjusted the audio options volume 1-5, all sound setting ware same levels. Also, pump error 63 alarm (variable info=3) confirmed in the device history due to a hardware error. Device had serial number label missing, missing display window cover, keypad overlay peeling. Device p-cap / test reservoir locks in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm twice during self test. They also reported that the top left corner keypad was peeling off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.